Event description:
Reportedly, patient felt palpitations after shopping. Upon interrogation, the pacemaker was found in standby mode. Interrogation of the pacemaker was reportedly unsuccessful at first attempt. As screen was frozen and the session could not be closed, programmer was shut down by unplugging power cable. Then second attempt to interrogate the pacemaker was successful.

Event description:
Reportedly, patient felt palpitations after shopping. Upon interrogation, the pacemaker was found in standby mode. Interrogation of the pacemaker was reportedly unsuccessful at first attempt. As screen was frozen and the session could not be closed, programmer was shut down by unplugging power cable. Then second attempt to interrogate the pacemaker was successful.